Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid video scope had a green image. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for evaluation and the customer's allegation was confirmed due to a broken r-unit (charged coupled device). In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the rigid video scope had a green image. There were no patient involvement. The issue was found during reprocessing.